Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction. It was reported that for the last three weeks the patient had been going to the bathroom 4-5 times at night. Patient said when they first got the implant, they were only going twice a night and that was considered great for them. During the day the patient didn't have to go every 20-40 minutes and has been lasting 2.5 hours before they have to use the bathroom. Patient mentioned that they were asked to drink more water, due to other medical conditions: they take ozempic and a potassium pill and another pill for their right knee ligament. Patient usually stops drinking water between 7: 30pm and 8pm. Reviewed therapy information and general programming guidance. Patient was able to connect to their settings and increase their stimulation to a comfortable level. Patient was feeling it in the pocket but as they increased, they felt it in the bike seat area. Caller will maintain stimulation and adjust as necessary. The caller noted that after they felt the stim in the pocket, it is a little sore there, but it is getting better. Reviewed to change programs if necessary and follow up with their doctor.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.